Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The vse instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, and j gap verification tests. The energy delivery test was performed with various orientations of the grip tips and passed. Logs show qty (B)(4) seal events with qty (B)(4) high initial starting impedance. No ceramic dots missing. However, the instrument failed the grip force test with a result of 9.449 lbs. The instrument was transferred to engineering for the grip force test failure. Initial failure analysis findings were partially confirmed by the engineering team. The instrument did not give an error message while activating, and passed continuity, energy delivery and intuitive motion tests. However, the instrument passed grip force test in multiple attempts (the grip force value was below 8.75 lbs). It is not clear why the instrument failed grip force during initial investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument indicated that it was working, but when connecting (activating) it gave an error message. The procedure was completed with no reported injury.